Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with MDR #1225714-2014-00881.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated manufacturer report numbers: 1225714-20140-00881 and 1225714-2014-00882.

Event description:
Additional information received alleged that the patient experienced a sudden cardiac event and expired on the same date. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.